Manufacturer narrative:
A full review of all lot dhrs was performed for part number p50-153-2522 released prior to 12/22/2017. All were released as conforming to all design and material specifications.

Event description:
It was reported that the patient underwent a surgical procedure during which a screw malfunctioned and had to be removed. The broken screw was removed, the plate repositioned and new holes drilled. The procedure was completed using another screw. The surgery took place on (B)(6) 2017. During evaluation and investigation, the broken implant was not available for analysis. DHR records for the part were reviewed with no abnormalities found. Additionally, the risk management file was reviewed and no updates were required.